Manufacturer narrative:
Given this event occurred three years ago, the product is not available for evaluation. Invasive procedures involve some patient risks. Perforation is included as a possible complication in the IFU, and physicians routinely must weigh the risk of complication with potential benefits in choosing appropriate medical care. In this event, the patient was born with extensive comorbidities including transposition of the great vessels with restrictive atrial communication presenting with hypoxia and acidosis. In this case, there was no allegation of malfunction of the atrioseptostomy catheter. The edwards lifesciences atrioseptostomy catheter was part of a fca res 82455 (formally 2648045-03/20/2019-002r). The fca was initiated on march 8, 2019 and has subsequently closed with 90% return rate. As of may 2020 any remaining product in the field would be expired. At this time, the fca documentation has been submitted to the FDA for closure. This event is unrelated to the fca issue and occurred prior to initiation of the fca. No additional actions will be taken for this event.

Event description:
This case was reported to edwards (B)(4) from the (B)(6) government, department of health, therapeutic goods administration. The event occurred 3 years ago but edwards lifesciences was just recently notified, may 4, 2021, by tga of the event. It was reported that on (B)(6) 2018 during use of a miller atrioseptostomy catheter in a balloon atrial septostomy procedure under general anesthesia, the pediatric patient ((B)(6) weeks gestation birth, weight (B)(6) kg) suffered a pericardial effusion that led to cardiac tamponade. The catheter (not using the enclosed stylet) was placed into the umbilical vein and advanced through the ductus venosus and inferior vena cava (ivc) into the right atrium and the catheter tip was identified within the right atrium by echocardiogram. The catheter was then advanced towards the atrial septum attempting to cross the restrictive atrial communication (pfo). The catheter tip was noted by echocardiogram to be in an unusual position and not suitable to proceed with the septostomy procedure. The incorrect position was confirmed by echo and then withdrawn from its incorrect position into the right atrium. Pericardial effusion was noted almost immediately and the child rapidly developed cardiac tamponade associated with marked hemodynamic compromise. Initial pericardiocentesis was performed before sternotomy, inspection of the heart and identification of perforation of the heart with a laceration near the coronary sinus at the atrioventricular junction. The perforation was sutured, hemostasis achieved but in view of the childs poor clinical status with great arteries/interventricular septum and restrictive atrial communication, marked cyanosis, hypoxia and acidosis, ECMO was instituted. The child died as a result of being born with transposition of the great arteries/interventricular septum with restrictive atrial communication presenting with hypoxia and acidosis, complicated by unsuccessful attempt at balloon atrioseptostomy (bas) associated with major complication (perforation of the heart, pericardial effusion leading to cardiac tamponade) requiring emergency sternotomy, with ongoing hypoxia, ischemia and acidosis, requiring institution of ECMO and then hypoxic ischemic brain injury. Edwards sales rep contacted the hospital but was unable to obtain any further information. Edwards regulatory personnel contacted tga to obtain additional information on the initial reporter, but they would not intervene as the reporter had chosen to remain anonymous.